Manufacturer narrative:
H3, h6: one device was returned for analysis. Review of the event history log (ehl) showed check clutch errors. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the lead screw and both clutches were worn due to normal wear. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the lead screw and both clutch halves, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump exhibited a failed pin and reverse travel coarse error. There was no patient involvement.